Event description:
During a check-out procedure at the manufacturer's service center, a low leak was observed with a ventilator. The device was not in patient use. The device's sensor board was replaced to address the issue.